Event description:
It was reported that a female patient underwent a primary breast reconstruction surgery with implantation of an undisclosed mentor gel implant prosthesis. Post-operatively, the patient was experiencing pain after they had fallen. Ultrasound imaging was conducted, and the patient was told she had a destroyed implant and that it was ruptured. The affected breast was not indicated. As a result, the patient will undergo removal a planned replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, chest injury. Date of explantation: (B)(6) 2022 health effect - clinical code: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 31, 2022, mentor became aware an error was reported in the initial report. The initial reporter for this complaint file was the consumer and not a healthcare professional. Manufacturer¿s reference number: (B)(4). In the initial, g2. Is report source consumer should have been check marked with g2. Is report source health professional left as blank.